Event description:
Pen needles bend upon administration, causing insulin to not be administered. Symptoms: lack of insulin administration. Treatment drugs used: needle. Frequency: every day. Route: sq. Dates of use: (B)(6) 2018 thru n/a. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.